Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) is missing pixels. Analysis also found the battery drawer, upper case, and lower case are broken. Battery release and knobs are contaminated. Side bail covers, side bails, and two case screws are missing. Ring cover is wrong part, lead flex cover is corroded, battery contacts are compressed, and the keyboard is scratched. (B)(4)